Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Section b3: event date is estimated. Section d6b: explant date is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.